Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, defibrillation, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion. Device memory shows a code 1003 did occur. The code 1003, however; was a false positive due to an increase in power usage after a brady parameter change was performed in the field. Though this device is included in an advisory population, laboratory analysis determined it did not display the advisory behavior.

Event description:
Additional information was received that this cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) emitted beep tones and recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Device replacement was recommended. At this time, this crt-d remains in service and there were no adverse patient effects reported. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to a product performance anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.